Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead dislodged within a day of implant. The lead was noted to have no capture at maximum output, high impedance, and no sensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.